Event description:
Edwards received information through its implant patient registry that a 21mm aortic bioprosthetic valve, implanted approximately six (6) years and eight (8) months, was explanted because the valve was severely calcified and stenotic with some aortic insufficiency. The explanted device was replaced with a similar model, 19mm aortic valve. Through follow up with the hcp, the operative report provided indicates calcification had effected both the aortic bioprosthesis and the native mitral valve. The annulus was debrided and decalcified. Both aortic and mitral valves were implanted and satisfactory function was observed. Left ventricular function was good with an ejection fraction of about 70 percent. Patient tolerated the procedure well and was transferred to ccu in satisfactory condition. Device is not available for return without patient release.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device is not available for return and evaluation without a patient release. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Without return and evaluation of the device, we are unable to confirm the clinical statements.